Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 39ml fill 1: 2206ml drain 1: 1550ml fill 2: 2206ml drain 2: 1785ml fill 3: 2206ml drain 3: 4042ml the reported drain volume of 4042ml was 184% over the expected drain volume which resulted in a reportable device malfunction. The patient reverted to manual exchanges to complete treatment and did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler with no issues noted. An internal inspection of the cycler noted no discrepancies. The cycler weighed fill volume values and the load cell verification were within tolerance. The system air leak test, and the voltage check passed with no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.